Event description:
This MDR is being filed as misapplication due to use on a male pt. It was reported that the pt received a tegress implant in his right and left bladder muscles at the doctors office in 2006 and was immediately placed in retention. The pt was transported by his wife to the emergency room ,where a catheter was placed into his bladder to relieve the pain he was suffering. The male pt was discharged and told by his dr to keep the catheter in place until the following monday. The pt remained in retention and was taken to the emergency room again on tuesday, where they reinserted another catheter to relieve the pain. Eight days later, the dr removed the catheter and began to teach the pt how to catheterize himself, which the pt did until a month later, when he had his first surgery at the hosp with 5 more to follow right up to 2006. All of this has left the pt 100% incontinent. The pt initially was being treated for slight incontinence. Additional info has been requested but not yet received.

Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. In an effort to identify the physician, a review of the complaint history records in 2007 showed no reports having been received from physicians in the state where the pt resided. The urethral implant is FDA approved for transurethral injection in the treatment of adult women diagnosed with stress urinary incontinence (sui). The safe and effective use of this product in male pts has not been clinically demonstrated and it is considered as "off label". This product was being used on a male pt which is not according to labeling indications. Baseline report previously provided.